Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient¿s programmed settings for the left sub thalamic nucleus (stn) were electrode 1:3, 2v, 90us, impedance of 853 ohms, 3.844 ma and for the right stn were electrode 5:2, 2.2v, 90us, 972 ohms impedance, 2.268ma. The patient had not experienced any shock and the neurostimulator had stopped without a justified reason.

Manufacturer narrative:
This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional from a clinical study reported that during normal use on (B)(6) 2015 the neurostimulator shut down and akinesia (B)(6) 2016 and found the neurostimulator shutdown with no possibility to reactivate it. The reason was unknown. The implantable neurostimulator (ins) was explanted and replaced on (B)(6) 2016. Event was non serious and the outcome was resolved without sequelae. Patient¿s medical history included coronary artery disease, depression and parkinson¿s disease. Further follow up is being conducted to obtain information about settings, impedance, and for further symptom inquiries. If additional information is received a supplemental report will be submitted.